Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. The following day, trace diffuse lamellar keratitis (dkl) was observed in the right (od) eye and 1-2+ dkl was observed in the left (os) eye. A flap lift and rinse was performed on the left (os) eye four days postoperatively (three days later). Patient was treated with oral and topical steroids and a bandage contact lens was placed on the os eye. The patient's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative uncorrected visual acuity (ucva) was 20/20 ou. The od eye was purposefully undercorrected to allow for better near vision. This is considered as a monovision treatment. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 02/06/2007, a field service engineer inspected the laser and performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. The following month, an intralase clinical applications specialist (cas) provided surgery support and observed the site has been modifying their laser settings on a continuous basis, against the advice of the cas. Additionally, the site has had on-going construction adjacent to the surgical suite since 2006 that is stirring up dust and debris in the area. An environmental company evaluated the surgical site and noted that the ventilation system was not working effectively, most likely due to an air filter that was improperly installed. White powder was observed on equipment and noted in the environmental report, even though the site uses powder free gloves.